Event description:
It was observed during evaluation of the returned ultrasound gastrovideoscope, that the device exhibited a blockage/clog in the air/water nozzle. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. The foreign material clogging the air/water nozzle was not identified and based on the results of the investigation, a root of the issue could not be determined, however, it is likely that the cause of the nozzle clogging issue was the result of insufficient device cleaning/preprocessing, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.